Event description:
A report was received stating that the pt was admitted to the hospital due to not being able to move their lower extremities. The pt reported receiving adequate stimulation on his left side not his right side and abnormal stimulation in his leg. The pt stated has feeling in his legs but cannot make any movements. The physician does not believe that the abnormal stimulation is device related. The physician has decided not to revise the pt due to the pt's unrelated medical issues.